Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.